Event description:
It was reported to boston scientific corporation that the tip of an endovive safety peg tube "snapped off" as it was being pulled through the patient's stomach (adult patient). According to the complainant, the tip was outside of the patient when it detached. The device was replaced with another endovive safety peg kit device. No patient complications were reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as "fine".

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.